Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer experienced an error but could not reproduce the programmer freeze. It was also confirmed that the power cord bay assembly latch was broken and that the display was hard to open. It was also indicated that the radiofrequency head connector was loose, a label was missing, and the handle was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing following a software update. The programmer froze during an implant procedure. The programmer also froze during "generating report" and every time a command was requested. It was also reported that the power cord bay was broken and that the programmer had a delay in response when commanding to program a device. It was also reported that the opening latch was also difficult to open to left screen. The programmer was returned for service. No patient complications have been reported as a result of this event.